Manufacturer narrative:
Lumenis investigated the reported event contacting the company employee to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided except patient photos. Provided incident form states that the patient injury was treated by topical medication and patient would not suffer permanent impairment. An examination of the subject device by a lumenis trained technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the provided treatment settings and patient skin type data concluding: "the injury is minor and led to immediate application of post-treatment topical care but will not lead to any permanent impairment. The healing phase might go through a period of transient pigmentation changes. Furthermore the professional stated: "as the selection of settings is made via a touch screen, some unexpected action onto the screen (could be the handpiece umbilical cord touching the screen and moving the fluence tab) was made and although manufacturer's guidelines specify to check settings displayed prior to lasing". The probable cause of the reported event to be operator error, a failure on the part of the device operator to follow instructions as described in the device labeling. While the information received to date does not confirm that injury required medical intervention to preclude permanent impairment, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A lumenis foreign affiliate employee reported that one (1) patient at foreign user facility sustained a first degree burn to left inside of the nether leg area following treatment with a lumenis lightsheer duet laser.